Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the tie wrap leaks.as stated on the repair statement additional malfunction on this device: no alarm.